Manufacturer narrative:
The facility did not retain the device for eval; a failure analysis of the complaint device could not be completed. The lot number for the reported complaint was not provided; therefore, a review of the lot history record was not conducted. A corrective action report has been initiated to further investigate this type of failure mode ((B)(4)).

Event description:
It was reported that during the procedure, the adenoid tip caught fire. No pt impact reported.